Event description:
It was reported that the patient dropped the ilet pump, resulting in a broken cartridge that remained lodged in the device and could not be removed despite user attempts with tools; the event involved a device mechanical failure of the cartridge component, and the case included troubleshooting and education with shipment of a replacement device. Symptoms included no adverse clinical effects, and the patient reported a blood glucose value of 171 mg/dl. Outcomes included continued use of cgm via the dexcom application and instructions to shut down the device, with data not transferring to the replacement, and the patient to complete standard startup on the new device. Investigation included remote assessment through customer support, troubleshooting, and verification of device operation steps. Investigation of the returned device revealed a damaged cartridge component consistent with physical impact, aligning with a cartridge mechanical breakage that impeded removal.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form\ 483 observations to ensure full reporting compliance.